Event description:
It was reported that the atrial electrogram (aegm) had "static" or a noisy baseline since implant. It was noted that the patient had a maze procedure prior to implant. Although there appears to be noise, the device is sensing only the p waves. All other measurements are within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial electrogram (aegm) had "static" or a noisy baseline since implant. It was noted that the patient had a maze procedure prior to implant. Although there appears to be noise, the device is sensing only the p waves. All other measurements are within normal limits. The lead remains in use. It was reported that the right ventricular lead was returned to the manufacturer after being removed due to a system upgrade. The lead subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the outer insulation was breached and had a depression. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic cut, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.